Event description:
It was reported that when using the bd pyxis¿ medbank tower rxverify request was rejected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the prescription verify request had been rejected. The technical support specialist (tss) assisted the pharmacist to get the prescription verify request approved. The tss then called the customer again and confirmed that they should now be able to issue the medication. The system functioned after the technical support specialist assisted the customer to troubleshoot the issue.